Event description:
The customer reported that the system would not capture fluoroscopic x-rays and displayed a locking error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply 1a fuse was replaced. The system was tested and found to be working as intended and put back into service.